Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. An ultrasound was performed and a loss of fluid from the reservoir was noted. The patient underwent a surgical procedure to remove and replace all the components. There were no patient complications.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. An ultrasound was performed and a loss of fluid from the reservoir was noted. The patient underwent a surgical procedure to remove and replace all the components. There were no patient complications.